Event description:
The customer reported that reagent red cells on the ortho provue analyzer were hemolyzed and diluted. Diluted sample / reagent, could result in erroneous results which could lead to transfusion of incompatible blood. Erroneous test results were not reported as a result of this incident.

Manufacturer narrative:
An ocd field engineer (fe) visited the site. No definitive root cause could be determined. The fe replaced multiple components of the fluidics system to return the analyzer to expected operation.